Event description:
Allegedly, there was a skin burn to the pt's right posterior shoulder after shaver wand touched pt's skin. Event occurred toward end of procedure. The case was completed.

Manufacturer narrative:
Add'l info will be provided once investigation is completed.